Event description:
On (B)(6) 2012, customer reported multiple failing accutni calibrations on the access 2 instrument when attempting to calibrate a new lot of accutni reagent . Customer reported four patient samples were analyzed between the last passing quality control (qc) and the discovery of the disconnected cassette. Customer reanalyzed these four patient samples and all samples repeated within the customer's acceptable repeat range. There was no change to, or impact on, patient treatment as none of the results were discrepant or questioned. Customer did not provide qc, system check, or patient data. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts and the customer determined that the aspirate probe #2 tubing was routed through a cassette that was not attached to the peri pump. No other visible issues were noted. The cassette was reattached and this resolved the issue. A field service engineer (fse) was dispatched to the customer site the same day to verify hardware performance in response to this event. Fse ran a system check, calibration, and qc, and all results were within assay/instrument/laboratory specifications.